Manufacturer narrative:
It was reported that the patient temperature deviated (actual temperature if available and duration it was over +/- 1 degree c). Upon review of the data extracted from the device, it was confirmed that the patient temperature deviation was greater than +/- 1 degree c (or actual temperature) for greater than 30 minutes.

Event description:
It was reported that the patient temperature deviated (actual temperature if available and duration it was over +/- 1 degree c). Upon review of the data extracted from the device, it was confirmed that the patient temperature deviation was greater than +/- 1 degree c (or actual temperature) for greater than 30 minutes.

Manufacturer narrative:
Supplemental submitted to include UDI. Device not returned.

Event description:
It was reported that the user facility started in cooling mode with an attempt to hold the patient temperature at 35.5c and the patient temperature went up to 36c overnight. The patient temperature was then set on warming, automatic, minimum mode and the patient temperature went down to 33.4c. The patient was not affected adversely and no clinically relevant delay in treatment was reported.

Event description:
It was reported that the user facility started in cooling mode with an attempt to hold the patient temperature at 35.5c and the patient temperature went up to 36c overnight. The patient temperature was then set on warming, automatic, minimum mode and the patient temperature went down to 33.4c. The patient was not affected adversely and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
The user facility was provided feed back on proper device use. Device not returned

Event description:
It was reported that the user facility started in cooling mode with an attempt to hold the patient temperature at 35.5c and the patient temperature went up to 36c overnight. The patient temperature was then set on warming, automatic, minimum mode and the patient temperature went down to 33.4c. The patient was not affected adversely and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the patient experienced temperature swings. The patient started in cooling mode, attempting to hold the patient at 35.5c. The patient temperature went up to 36c overnight and then down to 33.4c. The device was set on warming, automatic, minimum mode. There were no adverse consequences reported to the patient experiencing temperature deviation. The automatic cooling mode set on medium or minimum was suggested to the user facility to minimize the water temperature fluctuations that could be causing the patient temperature to swing above and below the target.

Event description:
It was reported that while using the device, the patient experienced temperature swings.